Manufacturer narrative:
Per 21 cfr 806 ge healthcare has initiated a medical device correction for this issue under FDA reference number z-0009- 2014.

Event description:
The hospital reported volume was higher than expected. There was no report of patient involvement.